Manufacturer narrative:
Updated sections a2 patient age, a3a patient sex and a5 patient weight. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that performing a laparoscopic cholecystectomy, using a non-disposable laparoscopic cautery device "l" hook, tip broke off of handpiece, was retrieved by md with no issues. No negative impact in state of health reported.

Manufacturer narrative:
It is unknown if the affected device will be returned for investigation by the manufacturer. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).